Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the procedure was to treat a lesion located in the mid-left anterior descending coronary artery that was mildly tortuous. While deploying the xience prime 2.75 x 38 mm stent, a dissection occurred. Another xience prime 2.75 x 38 mm stent was used as treatment. There was no adverse patient effect or clinically significant delay. No additional information was reported.